Event description:
It was reported that the patient had the device removed and she no longer needed the external equipment. The device was removed about 5 years ago but she was not sure. Therapy did not help her pain and it did not work for her. The patient donated her external equipment. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Upon return of the desktop charger (dtc), analysis found no anomalies, the antenna jack was resoldered as a preventative measure, the face plate was replaced as general maintenance, and the front case had cosmetic damage.

Manufacturer narrative:
Product ID 37761, serial# (B)(4); product type recharger product ID 37752, serial# (B)(4), implanted: 2009 (B)(6); product type recharger product ID 3778-60, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 37743, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 3778-60, serial# (B)(4), implanted: 2008 (B)(6); product type lead. (B)(4).